Event description:
The patient underwent a full replacement. The devices were discarded.

Event description:
It was reported that the patients device was seen to have high lead impedance. The vns was last checked in april and it was not an issue at the time. No surgical intervention has been reported to date. No additional relevant information has been received to date.